Manufacturer narrative:
(B)(4). Date sent: 12/02/2019; batch # unknown. Maude report #: mw5090294. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a rectal resection; manual echelon 60 blue load, got stuck during rectal resection. The staples were noticed to be opened and not forming well. Staples had to be removed and obtained new stapler to complete surgery. There were no patient consequences reported.